Event description:
It was reported that during testing, the device displayed error 46510, indicating a hardware failure related to the main board. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿error 46510¿ was confirmed. The pump alarms and displays error code 46510 (indicating a hardware failure). The mainboard was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.